Event description:
It was reported that the patient presented to the emergency department for a syncope episode. The patient is pacemaker dependent. The lead had high thresholds and intermittent capture. The device was reprogrammed however pocket stimulation was then present. The lead was capped and a new lead was placed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.